Event description:
The surgeon inserted a plate silicone lens model aa4204vf and thelens tore during insertion. A posterior capsule tear occurred when the lens was removed and a vitrectomy was performed. There were no other patient injuries.